Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip delivery system (cds) pushing air into the steerable guide catheter (sgc) requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. While the clip delivery system (cds) was inserted into the steerable guide catheter (sgc) air was pushed into the hemostasis valve of the sgc. This resulted in temporary loss of fluid column, as the air replaced the fluid. The cds was removed from the patient and exchanged. Aspiration was performed to remove the air from the sgc, and the procedure continued. One clip was implanted reducing the final mr to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, a cause of the reported leak could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.